Manufacturer narrative:
Investigation conclusion: retention and returned devices were tested with qc cut-off (20 miu/ml) and medium positive standards (100 miu/ml). All devices yielded expected positive results at read time. Manufacturing batch record review did not uncover any abnormalities. Per the package insert, a very dilute urine specimen may not contain representative levels of hcg. If pregnancy is still suspected, a first-morning urine specimen should be collected 48 hours later and tested. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient's last menstrual period was approximately one week prior to (B)(6) 2018. On (B)(6) 2018, the patient arrived at the emergency room for an unknown reason. A urine sample was collected to screen for pregnancy prior to undergoing a cat scan. The sample was not centrifuged or allowed to settle for the test. Additionally, the customer does not believe the sample was first-morning urine or that the sample was equilibrated to room temperature prior to testing. At 9:30 am, a cardinal health rapid test hcg combo cassette produced a negative hcg result at a 3 minute read time. Ten minutes later at 9:40 am, the customer observed a positive line had developed on the test. At 10:30 am, the same urine sample that had been left at room temperature for one hour was tested using an alternate lot number of cardinal health rapid test hcg combo cassettes and produced a positive hcg result at a 3 minute read time. At 12:00 pm, a serum quantitative test was performed using the dxi beckman coulter and produced a positive result of 282 miu/ml. An ultrasound was performed instead of a cat scan based on the positive cardinal health rapid test hcg combo cassette result as well as the serum quantitative result. The customer reported a "slight delay in patient treatment" based on the need to retest the patient but confirmed there was no report of an adverse patient outcome. Urinalysis was performed on the urine sample and produced the following results: the sample contained blood > 1 mg/dl, 1+ bacteria, 4+ mucus, 30-70 mg/dl of protein, >10 squamous, and had a specific gravity of 1.020. Troubleshooting was conducted with the customer. The customer was advised that urine specimens should be allowed to reach room temperature before testing (59-86 degrees f). Urine specimens exhibiting precipitates or that are cloudy should be centrifuged, filtered, or allowed to settle to obtain a clear specimen for testing. The customer was also advised to follow the directions within package insert and not to read past the read time window.